Event description:
Swelling in right knee [swelling of r knee], increased pain in right knee [arthralgia aggravated], unable to walk [unable to walk]. Case narrative: the case is related to (B)(4)(same patient, multiple devices, left knee), (B)(4) (cluster). Initial information from united states was received on 30-sep-2019 regarding an unsolicited valid serious case from a nurse via sales representative. This case involves a (B)(6) years old female patient who experienced increased pain in right knee, swelling in right knee and unable to walk (latency 1 day), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and past family history were not provided. On (B)(6) 2019, the patient received first hylan g-f 20, sodium hyaluronate (synvisc) injection of the series in right knee, at unknown dose and frequency via intra-articular route (lot number- 8rsp028b, 31-oct-2021) for unknown indication. On (B)(6) 2019, after latency of 1 day, patient experienced increased pain and swelling in right knee (events assessed as serious due to required intervention) and was unable to walk. Patient's knee was treated with corticosteroids injection by the doctor on (B)(6) 2019. It was reported that the they were discontinuing the treatment due to the adverse events. No more information provided. Action taken: drug withdrawn for all events. Corrective treatment: corticosteroids for increased pain in right knee and swelling in right knee; not reported for unable to walk. The patient outcome is reported as unknown for all events. A product technical complaint was initiated for synvisc (lot: 8rsp028b; expiration date: 31-oct-2021) on 09-oct-2019 with global ptc number (B)(4). The production and quality control documentation for lot 8rsp028 expiration date (oct-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 8rsp028 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 09-oct-2019 there are 5 complaints on file for 8rsp028 and all related sub lots. 5 complaints were on file for lot 8rsp028: (5) adverse event reports. Sanofi would continue to monitor complaints as stated in sop (B)(4). Product event handling to determine if a CAPA was required. Final investigation completion was 09-oct-2019. Additional information was received on 04-oct-2019. Action taken updated. Therapy dates updated. Clinical course was updated. Text amended accordingly. Additional information was received on 09-oct-2019. Global ptc number and ptc results were received and text amended accordingly.